Event description:
Sample evaluation received.

Manufacturer narrative:
Reference record (B)(4). Sample evaluation: the y-connector, click adaptor, external fixation plate, peg-tube, and j-tube were returned. Ta visual evaluation was performed. The peg-tube and j tube were each returned cut into two pieces. A knot was observed in one portion of the j-tube near the bolus. No other damage was observed. The probable cause for the knot in the j-tube is due to natural movement in the body. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the intestinal tube was found with a knot and it was removed. The report indicated that an ulcer was found in the bulb of duodenum. The patient will be treated with pariet and the intestinal tube will be replaced in one month.